Event description:
The device was returned because prior to imlant, a charge circuit time out occurred, elective replacement indicator message was received, and the box that the device was in became warm. The device subsequently tested out of specification during manufacturer's analysis. No patient complications were reported as a result of this event.